Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no similar concerns were found. According to the customer, there were no samples available for review. Additionally, there were no images provided to support the alleged complaint. Without such evidence, the results are inconclusive. According to the customer, there were no samples available for review. Additionally, there were no images provided to support the alleged complaint. Without such evidence, the results are inconclusive and determining a definite root cause and corrective action is not possible. There was one similar complaint in the lot. Additional information provided in h.6. And h.11.

Manufacturer narrative:
The sample is not available for return. The investigation is currently in progress. A follow-up report will be submitted upon investigation completion.

Event description:
Reporter indicated "neonatal PICC catheter ruptured at the end of the insertion procedure."